Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.

Event description:
It was reported that during an endovascular procedure, there was resistance while advancing the subject coil within the microcatheter. The physician was pushing the pusher wire in but getting no feedback. The subject coil pusher wire was pulled back and it was found that the subject coil snapped off and prematurely detached from the pusher wire. The subject coil and delivery wire were able to be pulled out of the body. The procedure was completed successfully by replacing the subject device. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during an endovascular procedure, there was resistance while advancing the subject coil within the microcatheter. The physician was pushing the pusher wire in but getting no feedback. The subject coil pusher wire was pulled back and it was found that the subject coil snapped off and prematurely detached from the pusher wire. The subject coil and delivery wire were able to be pulled out of the body. The procedure was completed successfully by replacing the subject device. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H4 manufacturing date ¿ added. D4 expiration date - added. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual testing as well as functional testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. While there are a number of potential causes for the reported issue, because review of available information failed to identify a definitive cause and the device was not returned for analysis, an assignable cause of undeterminable was assigned to this complaint.